Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported liquid under her screen while trying to enter her bolus numbers. Customer also stated the numbers were ramping by themselves. Customer's blood glucose was 114 mg/dl. Troubleshooting found the fluid/moisture exposed to the insulin pump was unkown. Customer could also not recall any significant events leading to the moisture exposure. Customer also stated the right hand corner of the screen is cracked. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.